Manufacturer narrative:
Initial reporter facility name e1.- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new orders were not crossing over to pyxis and stations were in critical override mode. The technical support specialist (tss) dialed into es server and found remote smart service health status critical. C drive usage was at 100%, with only 6.12 gb free of 129 gb only 3% free space. Tss called customer to verify, and customer confirmed new orders were crossing over to pyxis. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, new orders were not crossing over to the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.